Event description:
It was reported that the patient experienced a sharp pain in down in privates during insertion so the patient pulled the catheter out and found that the catheter had no holes. Also, the catheter had a two prong fork like mold. No medical intervention reported. Per follow up received on 21jul2020, the patient was unable to drain the bladder so the catheter was removed and replaced. The patient also experienced a self-limited bleeding. No medical intervention reported. It was reported that the drainage eyes were smaller than usual which caused the bladder to drain slowly.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one magic3 intermittent catheter was received with the original packaging. Visual evaluation noted only two full eyelets were noted on the catheter and it appears as though the catheter was cut in the middle of the second pair of eyelets creating the prong-like tip. Therefore the proximal drainage eye is at the very tip of the catheter and the distal drainage eye was the only set of complete eyelets that are too close to the tip. This is out of specification as the eyelets should be complete and according to specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a sharp pain in down in privates during insertion so the patient pulled the catheter out and found that the catheter had no holes. Also, the catheter had a two prong fork like mold. No medical intervention reported. Per follow up received on 21 jul 2020, the patient was unable to drain the bladder so the catheter was removed and replaced. The patient also experienced a self-limited bleeding. No medical intervention reported. It was reported that the drainage eyes were smaller than usual which caused the bladder to drain slowly.